Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, there were multiple cs 052/054 alarms observed in the black box. The ez-prime steps were performed correctly. The pump was exercised for 24 hours with no alarms occurring during investigation. The original complaint was unable to be duplicated. The pump was opened and there were no defects found. Unrelated to the original complaint, the battery compartment was observed to be cracked. The keypad was peeling off and the battery cap coin slot was damaged and the cap was difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).